Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the deflated catheter. No visible defects were noted. The silicone foley catheter and syringe were returned. The catheter was visually inspected, no physical defects present. The catheter balloon was inflated with 10ml of methylene blue solution (mbs) with the returned syringe; inflated without resistance, however, it inflated asymmetrically about 90:10, this does not meet specifications per ip7603444 revision 0 which states, balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft. An attempt was made to deflate the ballon using the returned syringe, balloon did not deflate passively in under 5 min. Per (B)(4) revision 0, the catheter must inflate and deflate with a syringe. The catheter balloon was then inflated and deflated with inhouse syringe; passively deflated in 2 min 41 sec. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d,e,f,h. UDI format updated with available product information per gudid. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not return from the foley catheter during cuff check. Per notification from ucc on 08dec2025, it was reported that asymmetrical balloon was found during sample evaluation on 25sep2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not return from the foley catheter during cuff check..